Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26, (serial: (B)(6)); product type: 0195-heart valves; product ID: l-evolutfx-2329, (lot: 0011993315); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a previous non-medtronic surgical aortic valve replacement (savr) with fused and thickened leaflets, the valve was deployed to 80%; however, upon turning off the temporary pacemaker, the valve would dislodge out of the annulus with each attempt. Valve deployment was attempted a total of five times along with attempting to implant deeper at a depth of 10 mm, but the valve would not stay in place in the savr. Subsequently, the procedure was aborted with the plan to redo the savr. No adverse patient effects were reported.